Manufacturer narrative:
Received one used list #142550489 primary plumset attached to a spiros, a bag spike adaptor w/ additive port and a sodium chloride 250ml bag. As received, the inlet and outlet filter of the inline filter appeared to be wetted out with prior infusate. The set was leak tested per specification. A leak was observed from the inlet and outlet filter. The complaint of drug leakage from the filter can be confirmed on both the inline filter and filter vent. The probable cause of the leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch that reportedly leaked at the level of the filter during an infusion of paclitaxel (taxol) after 15 min of infusion. There were no holes, cuts, tears or any defects on the tubing. Significant waiting time was added for the patient while the dose was recalculated and a new bag with new tubing was prepared. There was no report of human harm or injury as a result of the complaint/event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Section e initial reporter (full) phone number: (B)(6).